Event description:
Patient reported left side "rupture with scattered silicone granulomas involving the lymph nodes", "pain", and "fluid collection around breast tissue". Device remains implanted.

Manufacturer narrative:
The events of granuloma, seroma and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, seroma and lymphadenopathy.